Event description:
Indication: chronic inflammatory demyelinating polyneuritis; patient reported having issues with pump. Stated that the infusion took 10 hours to get the full dose of medication. Patient stated the tubing had to be changed 3 times. Unknown if prescriber is aware. No further information provided. Serial (B)(4). Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Not known. Did we replace the device? Yes; did the pt have a backup device they were able to use? No; reported to (B)(6) by pt/caregiver.